Manufacturer narrative:
The device was not returned to the manufacturer for evaluation, as it was discarded. Based on the information provided, all hardware was removed in a revision surgery due to medial irritation. Device specific lot information was not available, therefore a review of device history records was not able to be performed. However, all non-conformances for every kit (sk12 or sk14) utilized in surgery was reviewed and no non-conformances or issues during the manufacture or release of the products were identified to date that could have contributed to the issue reported. Although a number of factors could have contributed to the irritation the patient experienced, it was reported the most likely cause was due to the medial plate. No malfunctions have been alleged/found with any tmc hardware and upon hardware removal, it was confirmed the patient's bones were completely fused/healed. The company will supplement the MDR as necessary and appropriate.

Event description:
After a bunion surgery, all hardware was removed in a revision surgery on (B)(6) 2018 due to medial irritation from the medial plate. Upon hardware removal, no fault with any tmc hardware and it was confirmed the patient's bones were completely fused/healed.